Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample.

Event description:
It was reported that during a lap donor nephrectomy procedure, it was reported that the stapler fired but the staples did not close completely, so there was arterial bleeding from the arterial end. The consultant safely used clips to control this. There were no adverse consequences for the patient.